Manufacturer narrative:
Investigation summary: a complaint of component damage was received from the customer. One sample was returned for investigation. Through visual inspection the customer complaint was confirmed. A tear was found on the tubing near the roller clamp. A device history record review for model ms3500-15, lot number 20063452 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this issue was determined to be an error caused by gripers used in the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr tubing had a hole in it. The following information was provided by the initial reporter: "hole in the secondary tubing set ms3500-15."